Event description:
Mechanical ventilator malfunctioned, rebooted itself several times. Appropriate alarms were initiated. Respiratory responded immediately. Pt was removed from ventilator and manually bagged. Mechanical ventilator was exchanged.